Manufacturer narrative:
Possible root causes of suspected false negative results discovered through (B)(6) review are following. Complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): inadequate sample collection. Interpreting results before 10 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use. Testing outside of first 7 days of symptom onset. Taking high doses of biotin (> 10 mg per day). 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). Tests might be exposed to extreme environmental conditions during storage. Binax test that complainant performed might yield false positive result, especially complainant tested binax on 9 days of symptom which is outside of intended use of its eua. Complainant might have a covid-19 infection after on/go tests. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes. Complainant deleted its (B)(6) but will try to connect with her to investigate facts and circumstances.

Event description:
Complainant left a review on her (B)(6) concerning potential false negative result of on/go covid-19 antigen self-test. The comment was "I've now given my covid+ child three on/go tests, and all have been false negatives (I wondered if the first box of two was faulty, so opened a new box too). See her binaxnow test from today for comparison (day 9 of testing +)". No adverse patient effects were reported.